Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Evidence of moisture was observed under the keypad.

Event description:
The patient reported that the keypad is not responding. Reports the keypad is intact, not peeling, lifting or damaged.